Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button down button. Insulin pump clear pieces missing around reservoir opening. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with unresponsive keypad due to corroded keypad traces. Unable to performed the displacement test due to keypad unresponsive. Device received with fading serial number label and pillowing keypad overlay. Device passed (B)(4).